Manufacturer narrative:
Correction: b3 date of event: in the initial report the date of event was reported as 05/24/2023 however, the doctor reported that case were since january with no exact date provided. H4 device manufacture date: correction: in initial report, the manufacturer date provided was inadvertently reported as 07/30/2005, however the correct date is 09/09/1999. Additional information: service onsite and evaluated the system noting the energy needed calibration. Service replaced the aspirator/scrubber assy (assembly), folding mirror, collimating lens, and output coupler. The system is performing to specification. A review of the device history record (DHR) showed that there were no issues or nonconformances during manufacturing. The system and its components met all specifications prior to being released. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Device evaluation: field service engineer (fse) evaluated the system and replaced and calibrated to meet spec reading as they were barely reaching minimum spec of flow. Verified the system was operating properly. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had photorefractive keratectomy (prk) procedure and had central island on unknown eye. The patient was high myope and is doing better. It is unknown if there any patient injury. No additional information was provided. This report is for 2 of 3 patients.